Event description:
It was reported that a user new to ilet received a ¿cgm not paired¿ alert after starting a new dexcom g7 continuous glucose monitor (cgm) sensor in the dexcom app but not on the ilet; during the call, the agent guided the user to start and pair the g7 on the ilet, and pairing completed. No adverse clinical symptoms reported. Outcomes included dosing at risk of stopping soon and cgm pairing restored after guidance with no health impact. User support included troubleshooting and education on correct sensor pairing workflow. Investigation of this case revealed user error related to attempting to use the dexcom app start without initiating sensor pairing on the ilet, which led to the device not recognizing an active cgm session. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect or incomplete pairing steps.